Event description:
It was reported that while repairing the ligament the doctor decided to fix it in femur with a 5.5 mm footprint, the initiator of the device was passed but when it was half way, it broke. The doctor asked for another device of the same size, he fixed it ant the procedure was completed without any further issues. The broken piece was removed and there was no delay or patient injury reported.

Manufacturer narrative:
Visual assessment confirmed the reported complaint of breakage. The distal end of the anchor has broken above the suture slot. The broken portion was not returned for examination. The inner plug remains in the proximal end of the anchor. Dimensional assessment of the remaining portion of the anchor confirmed it met print specifications. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the missing portion of the anchor, a root cause cannot be determined. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.